Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. Their low blood glucose was 37 mg/dl. They weren¿t sure if pump turned off. The customer did not treat for their low blood glucose and declined troubleshooting. They said that they are working on it with their doctor. The customer mentioned that they also had a blood glucose of 109 mg/dl. They had questions about threshold suspend and declined turning their sensor back on. An undelivered bolus was found and the customer was advised on how to deliver a bolus. The customer mentioned that they passed out. The insulin pump will not be returning for analysis.